Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported when he removed the cartridge, there was a strong smell of insulin from cartridge compartment. Customer stated he noticed a small amount of insulin inside; was not a large amount which needed to be poured out. Customer alleges a leak from the cartridge. No adverse event reported. Requested return of the alleged device for evaluation.